Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a hydrothorax drainage catheter placement, the length of trocar needle was allegedly shorter than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The trocar needle cannot be seen protruding beyond the catheter tip from the provided photos. The manufacturing evaluation site states, the photos show the defect exists, but it was not possible to determine the cause without the physical sample. As per provided photo and manufacturing site evaluation, the trocar needle not protruding beyond the catheter tip was confirmed. Therefore, the investigation is confirmed for the reported defective component. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a hydrothorax drainage catheter placement, the length of trocar needle was allegedly shorter than catheter. The procedure was completed using another device. There was no patient contact.